Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made: received in tray, pusher deployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed and return in the tray, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: needle damaged: the needle tip is bent outward, the CT was present, unsheathed, and pulled back into the needle lumen (CT pull through). The CT was broken. Refer to dimensional inspection for additional detail. The CT was found to be broken approximately 3.29mm. Comparison with a reference CT shows approximate-ly 3.29mm of CT missing. The missing CT material was not returned with the device. Functional inspection was not performed because CT pull through is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of "the suture was not visible" was confirmed. Confirmation is based on the investigation results showing that the device suffered CT pull through. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-CT pull through: the CT was present, unsheathed, and pulled back into the needle lumen of the device. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine".